Event description:
The customer repoeted they had obtained a 0 value on a pt for psa using reagent pack 211291 and calibrator pack 106442. Customer had previously performed the same test several days earlier and obtained a result of 7.5 ng/ml. Customer did not report results outside of lab and re-tested the sample in duplicate using the same reagent pack and obtained values of 7.41 ng/ml for both duplicate samples. MFR has not received any reports of treatment initiated or withheld due to the erroneously low psa on the pt. MFR has not received any reports of adverse outcome to the pt.